Event description:
The latch on the device malfunctioned when connecting up. The device did not enter the patient's body. There was no patient impact, and the procedure was carried out without complications.